Manufacturer narrative:
Model number/catalog number: 72404234-14. Serial number: n/a. Batch/lot number: 1100630782. Model/catalog description: cx preconnect ms 24cm ps 14cm tl iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Migration is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir herniated. A surgical procedure was performed during which the reservoir was explanted and replaced. No additional information was provided.